Event description:
It was reported that during cholecystectomy surgery the clip mouths do not come correspondent to each other. They are transverse to each other. No patient adverse consequences have been reported. Procedure was completed using same like device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? Cystic duct of gallbladder. Was a cholangiogram being performed? No. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.